Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h6 h10. The reported event is confirmed from product return. Visual examination of the returned product identified the tabs on the front-end are fractured. The features of the fracture surface visually align with the internal zimmer research memo in which a bending overload fracture failure mode was identified. Product information cannot be verified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Per the internal document surgical technique, the user is instructed to "fully advance the black button to deploy the first anchor" and "advance the black button forward to deploy the second anchor." The surgical technique does not call out an audible click when advancing the push button to indicate anchor deployment. It remains that a definitive root cause cannot be determined.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the juggerstitch sounded like it fired but did not. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign- canada reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.